Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for lactate dehydrogenase (ldh) elevation up 1300 u/l with no other signs of hemolysis in the setting of inr 3.5, no congestive heart failure exacerbations and no urine color changes. A ramp echocardiogram taken was able to completely decompress the left ventricle and the test was inconclusive for thrombus. The patient was started on cardiac heparin protocol and ldh came down nicely back to baseline. A palliative, multidisciplinary team meeting with family and patient was undertaken and per patient¿s wishes a decision was made to not pursue any aggressive therapies or surgical interventions. Inr goal was 2.5-3.5 with aspirin dose increased from 81 to 325 mg daily. Ldh was 375 u/l on discharge and patient off IV heparin. The lvad team will follow the patient in clinic as an outpatient with weekly labs. No additional information was provided.